Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info. Source: phone.

Event description:
Reports 7 dual false positive sars and flu results (unable to specify flu a or b), unconfirmed. Unknown if patients were symptomatic. No apparent adverse event. Report 2 of 7.